Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm nc quantum apex(tm) balloon catheter was advanced to dilate the lesion. However, during the procedure, it was noted that the shaft broke. No patient complications were reported.